Manufacturer narrative:
This report is submitted on june 04, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2019 and the patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
This report is filed on july 17, 2019.